Manufacturer narrative:
The technician found the brake casters were worn. He replaced the brake/steer and the left head brake casters to repair the bed.

Event description:
The account alleged the bed wasn't locking into brake or steering properly.